Event description:
The received logs indicate that he ventilator alarmed for high pressure during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The customer stated that the patient circuit on the expiratory limb tubing went flat. Neither the biomed nor our field service engineer (fse) could reproduce the problem. Our fse checked the patient circuit, expiratory cassette and inspiratory pipe for any possible blockages but found no issues. The ventilator was cleared for clinical use and returned to customer after calibration and passed functional tests to factory specifications. No part was replaced. The evaluation of received device logs shows several clinical alarms for airway pressure high, patient circuit disconnected and respiratory rate high during the period november 10-16 2019, but other alarms do also occur such as expiratory minute volume low / high. The date of event will be set to november 10. A suction program was started by the operator four times during this period. No technical error codes were found in the logs. Pre-use checks, all successful, passed november 4, 12 and 14. The device logs indicate both high pressure and excessive leakage. Actions when these alarms occur are to check the patient and the patient breathing circuit for leakage and blockages, but also to check ventilator settings and alarm limits. High pressure may lead to injury and stop of ventilation. Leakage may lead to insufficient, or stop of, ventilation. Alarms will be generated when set alarm limits are exceeded. There is nothing in device and trend logs that indicates that the reported issue was caused by a ventilator malfunction. The root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).